Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients diagnostic implantable cardiac monitor experienced an incident where the icm triggered recommended replacement time (rrt) earlier than was expected. The early trigger was verified via remote monitor transmissions. The device will be able to continue to transmit non-wirelessly until the battery is depleted. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.